Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software order issue. A principal integration engineer stated that the data got corrected as subsequent live orders of the same items worked fine, and the issue was resolved. The system functioned as intended after the principal integration engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system, patients and medication orders were not crossed, preventing users from removing the required medications. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.